Manufacturer narrative:
A device history record (DHR) could not be performed because the lot number remains unknown. The subject device is not available. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Several procedural factors and technical complication as the choice of a large coil size along with partial jailing technique caused the coil to become tangled and stretched and extensive manipulation during retrieval led to adverse consequences to the patient resulting in a permanent impairment to the body. Thrombosis, stroke, vasospasm, hemorrhage, neurological deficit are known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to these events. Concomitant medical products: concomitant products grid.

Event description:
During stenting assisted embolization of a un-ruptured aneurysm of the left middle cerebral artery (mca), first coil was partially deployed in the aneurysm and became pushed down in the microcatheter and out of the aneurysm. In the process of bringing the coil back into place, the coil was knotted and stuck in the stent and the physician was unable to move it. Following multiple unsuccessful attempts to remove the coil the physician elected to deploy the coil. During manipulation of the system, the implanted stent was moved into the proximal m1 segment of the mca from the intended position but still covering the neck of the aneurysm. A vasospasm was noted proximal in the carotid artery. It was decided to deploy the coil and the coil stretched all the way down the internal carotid artery (ica) with decreased blood flow in the ica. A retrieval device was used to retrieve the knotted coil mass through the stent and out with the stretched coil in one piece. The blood flow was restored in the ica. But there was a clot in the mca that was dissolved by antiplatelet drug. Several coils were then implanted into the aneurysm without problem and the procedure was completed. Post procedure, the patient suffered a small subarachnoid hemorrhage and a stroke in the left mca. Medical management (not specified) was performed and the issue was resolved with residual effects resulting in a permanent impairment to the body. The physician established a causal relationship of the stroke and subarachnoid hemorrhage adverse events to the subject device.

Manufacturer narrative:
Subject device is not available.

Event description:
During stenting assisted embolization of a un-ruptured aneurysm of the left middle cerebral artery (mca), first coil was partially deployed in the aneurysm and became pushed down in the microcatheter and out of the aneurysm. In the process of bringing the coil back into place, the coil was knotted and stuck in the stent and the physician was unable to move it. Following multiple unsuccessful attempts to remove the coil the physician elected to deploy the coil. During manipulation of the system, the implanted stent was moved into the proximal m1 segment of the mca from the intended position but still covering the neck of the aneurysm. A vasospasm was noted proximal in the carotid artery. It was decided to deploy the coil and the coil stretched all the way down the internal carotid artery (ica) with decreased blood flow in the ica. A retrieval device was used to retrieve the knotted coil mass through the stent and out with the stretched coil in one piece. The blood flow was restored in the ica. But there was a clot in the mca that was dissolved by antiplatelet drug. Several coils were then implanted into the aneurysm without problem and the procedure was completed. Post procedure, the patient suffered a small subarachnoid hemorrhage and a stroke in the left mca. Medical management (not specified) was performed and the issue was resolved with residual effects resulting in a permanent impairment to the body. The physician established a causal relationship of the stroke and subarachnoid hemorrhage adverse events to the subject device.